Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12494. Follow up revealed that the patient's scs system was explanted due to ineffective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12494. It was reported that the patient is going to be explanted for an unknown reason.